Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing without duplicating the report. An internal inspection found no discrepancies. The flow screens will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device prompted a self check failure message. The clinician obtained a replacement device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.